Manufacturer narrative:
The devices associated with this report were not returned. It has also been reported that patient x-rays will not be provided for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 6-20-2014 - litigation received. Litigation alleges elevated metal ion levels, pain, soreness, discomfort, and loss of range of motion. There is no new additional information that would affect the investigation. This complaint was updated on: 07/13/14.

Event description:
Patient was revised to address loosening of the asr cup.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.